Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter would not pair with their smart device. Patient's mother was advised to be sure the transmitter was snapped into place. Mother then snapped it into place and pairing was successful. No additional event or patient information is available.